Event description:
It was reported that the patient experienced hypoglycemia while using an ilet bionic pancreas with a libre 3+ continuous glucose monitor (cgm), with a lowest sensor glucose of 63 mg/dl after a late meal announcement. The event lasted about one hour and the patient self-treated with oral carbohydrates by eating small soft cookies, with glucose trending upward afterward. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included no hospitalization, no emergency intervention, and resolution with oral glucose. Investigation included product technical support review and user education on timely meal announcements and hypoglycemia management. Investigation of this case revealed use-related factors consistent with delayed meal entry and no evidence of device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was user-related, specifically a late meal announcement leading to hypoglycemia.

Manufacturer narrative:
Initial.